Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was no pressure during automatic ventilation. There was no injury reported.

Manufacturer narrative:
A dräger service engineer has examined the device in follow-up of the event and could not duplicate the reported problem. The device passed all tests and delivered pressure and volume according to settings. The log file contained no suspicious entries for the doe as well. Hence, a reliable conclusion in regard to the exact root cause cannot be made. Based on experience, certain conditions that are present during the concerned procedure and led to disturbances are not present anymore when the device is being tested in follow-up of the event. Humidity inside the pneumatic system is such condition. Dräger has received complaints in isolated numbers in the past where a sticking of the valve disc of the so-called fresh-gas decoupling valve under conditions of excessive moisture in the pneumatic system has led to disturbed ventilation. The fresh-gas decoupling valve closes the fresh gas path during inspiration to ensure that the volume applied by the ventilator goes to the patient. If the valve can't be actuated properly due to adhesion effects produced by humidity, a certain part of the volume applied by a ventilator piston hub may escape backwards through the pneumatic system to ambient. This explanation may apply for the particular case but other conditions have to be taken into consideration as well. It is in the nature of things that a retrospective differentiation within the frame of a complaint investigation is not possible when the triggering condition is not present anymore. Remark: the device is equipped with pressure and flow monitoring; alarms will be posted when deviations between expiratory measured readings and settings are detected. These alarms are not stored in the non-volatile section of the log file; the entries are erased when the device is being switched off.

Event description:
It was reported that there was no pressure during automatic ventilation. There was no injury reported.